Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections g2 ,h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause for the worn scope socket connector is due to damaged fans resulting in an e337 error. Parts of the fan is deteriorated because of prolonged use. Furthermore, the fan components were damaged due to forcible impact that was applied during use or when the device was stored in a warehouse. The instructions for use (ifc) states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. A full inspection was performed on the unit and found a worn scope socket connector causing poor a connection with scopes and camera heads. One of case screw holder nut was missing from the bottom of the chassis. The fan was found damaged causing the blades to touch the case and make noise also generating e337 error message. Minor cosmetic damage was noted on the rear on rear panel, power supply, front panel chassis that does not affect fit and functionality of unit. The unit was repaired and returned to the customer. The cause of the scope socket failure cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.